Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (338 mg/dl). A manual injection was administered to correct elevated bg level. In addition the customer reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. It was indicated that the customer would continue to use the pump until the replacement pump was received.